Event description:
It was reported that (1) 355ld was used during a lysis of adhesions procedure. It was reported by the rep that the surgeon inserted a 5mm grasper into the port and the gasket ripped and fell into the abdominal cavity of the pt. The plastic ring was recovered and a new trocar was opened and functioned without incident for the remainder of the case. There was no consequence to pt.